Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg was replaced, which resolved the issue.

Manufacturer narrative:
Event date is estimated . The results / method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that patient was unable to place ipg into MRI mode. Issue started sometime in october. Impedances were checked which showed low impedances. To address the issue patient may be awaiting surgical intervention at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.